Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 1:48 am for diabetes ketoacidosis. His blood glucose level at the time of the hospitalization was 240 mg/dl. He experienced the following symptoms: nausea and vomiting over the course of 3 days. The customer stated his insulin pump stopped working and that he had just taken it off when he went to the emergency room. Standard troubleshooting was unable to be performed. The product is not being returned. Nothing further was reported.